Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("she presents with l sided ectopic after extruded l essure") and device dislocation ("migration of essure") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included tooth disorder on (B)(6) 2014, constipation chronic on (B)(6) 2017, chest pain in 2013, shortness of breath in 2013, syncope on (B)(6) 2014, urinary tract infection and panic attacks. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding / menorrhagia"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 2 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (fulguration of the left fallopian tube) and surgery (surgical removal of coil). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device dislocation, menstrual disorder, allergy to metals, vaginal infection, migraine, headache and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017 patient underwent surgical removal of coil(s) where they only removed one device. She presents with l sided ectopic after extruded l essure. Known hx of essure not in tube did not know she was pregnant has h cg level of 34,000 and nothing in uterus with 4 cm amorphous mass in I adexea diagnostic results: (B)(6) 2014 : pregnancy test urine negative : negative. Most recent follow-up information incorporated above includes: on 27-mar-2018: events: abnormal vaginal bleeding, abnormal bleeding / menorrhagia, vaginal infection, migraines, headaches, nickel allergy, migration of essure, dysmenorrhea (cramping), vaginal discharge, she did not undergo essure confirmation test, she presents with l sided ectopic after extruded l essure, device ineffective, abdominal pain and reporter added from pfs. Historical and concomitant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("she presents with l sided ectopic after extruded l essure") and device dislocation ("migration of essure /migration of essure device location of device: unknown") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included tooth disorder on (B)(6) 2014, constipation chronic on (B)(6) 2017, chest pain in 2013, shortness of breath in 2013, syncope on (B)(6) 2014, urinary tract infection, panic attacks, multigravida, parity 4 and miscarriage. Concomitant products included medroxyprogesterone acetate (depo-provera) from july 2014 to september 2014 for contraception as well as alprazolam since 2013 to april 2014, minerals nos;vitamins nos (prenatal vitamins), spironolactone and valsartan. On (B)(6) 2014, the patient had essure inserted. In may 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding / menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 10 months after insertion of essure. In 2016, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and panic attack ("panic attacks"). The patient was treated with surgery (laparoscopic removal of the left coil and fulguration of the left fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device dislocation, menstrual disorder, allergy to metals, vaginal infection, migraine, headache, abdominal pain, depression and panic attack outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache, menorrhagia, menstrual disorder, migraine, panic attack, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2017 patient underwent surgical removal of coil(s) where they only removed one device. She presents with l sided ectopic after extruded l essure. Known hx of essure not in tube did not know she was pregnant has h cg level of 34,000 and nothing in uterus with 4 cm amorphous mass in I adexea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72 kg/sqm. Pregnancy test urine: on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: plaintiff fact sheet received. Event panic attacks was added. Historical , concomitant drugs conditions were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("she presents with l sided ectopic after extruded l essure") and device dislocation ("migration of essure /migration of essure device location of device: unknown") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included tooth disorder on (B)(6) 2014, constipation chronic on (B)(6) 2017, chest pain in 2013, shortness of breath in 2013, syncope on (B)(6) 2014, urinary tract infection and panic attacks. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, 1 year 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding / menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (fulguration of the left fallopian tube and laparoscopic removal of the left coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device dislocation, menstrual disorder, allergy to metals, vaginal infection, migraine, headache, abdominal pain and depression outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017 patient underwent surgical removal of coil(s) where they only removed one device. She presents with l sided ectopic after extruded l essure. Known hx of essure not in tube did not know she was pregnant has h cg level of 34,000 and nothing in uterus with 4 cm amorphous mass in I adexea diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72 kg/sqm. (B)(6) 2014 : pregnancy test urine negative: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received : patient demography, product details (stop date) were added, new events added: (psychological or psychiatric problems condition: depression and mental anguish). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("she presents with l sided ectopic after extruded l essure") and device dislocation ("migration of essure") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included tooth disorder on (B)(6) 2014, constipation chronic on (B)(6) 2017, chest pain in 2013, shortness of breath in 2013, syncope on (B)(6) 2014, urinary tract infection and panic attacks. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding / menorrhagia"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 2 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (fulguration of the left fallopian tube) and surgery (surgical removal of coil). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device dislocation, menstrual disorder, allergy to metals, vaginal infection, migraine, headache and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017 patient underwent surgical removal of coil(s) where they only removed one device. She presents with l sided ectopic after extruded l essure. Known hx of essure not in tube did not know she was pregnant has h cg level of 34,000 and nothing in uterus with 4 cm amorphous mass in I adexea. Diagnostic results: (B)(6) 2014: pregnancy test urine negative: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (fulguration of the left fallopian tube). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff underwent a tubal ligation via operative laparoscopy with fulguration of the left fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.